Event description:
It was reported that saline leaked from the shaft. During a percutaneous coronary intervention (pci) procedure, 1.25mm rotapro was used to treat a lesion located in the distal right coronary artery. During use, it was noted the saline was leaking out of the shaft of the burr catheter, just proximal to the hemostasis valve. The device was replaced to resolve and there were no patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the rotapro atherectomy device. The advancer, drive shaft, handshake connections, sheath, coil, and burr were visually and microscopically examined. Inspection of the device found that the sheath was damaged at 18cm distal of the burr housing strain relief. The damage was inspected and found to be most evident of pinching. Functional testing was performed by connecting the rotapro device to the liquid infusion line. When liquid was advanced through the device, a leak was identified at the damaged portion of the sheath in accordance with the reported events. Product analysis confirmed the reported event, as the sheath was damaged and leaking in accordance with the reported events.

Event description:
It was reported that saline leaked from the shaft. During a percutaneous coronary intervention (pci) procedure, 1.25mm rotapro was used to treat a lesion located in the distal right coronary artery. During use, it was noted the saline was leaking out of the shaft of the burr catheter, just proximal to the hemostasis valve. The device was replaced to resolve and there were no patient complications were reported.